Event description:
It was reported that during the procedure in an unspecified vessel, the 4.0x18 rx vision stent balloon was inflated to 14 atmospheres and the balloon ruptured. Reportedly, the balloon rupture was not longitudinal. The lesion was not heavily calcified. There was no adverse patient effect and no clinically significant delay in the procedure. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.